Manufacturer narrative:
Continuation of d10: dtpc2d1 crt-d implant date: (B)(6) 2023, 419688 lead implant date: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. The arrythmia was below the lowest detection zone and the right ventricular (rv) lead exhibited undersensing of the ventricular fibrillation (vf) that was reported to have contributed to the failed rescue shocks and the patient death. It was noted that the rhythm was likely agonal and there was no atrial mechanism, the ventricular rate was slow and disorganized with occasional undersensing.